Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident was likely due to the external shock given during implant and unrelated to device malfunction.

Event description:
During device implant the patient experienced ventricular tachycardia requiring an external shock. Upon follow up, a warning was seen in the device memory stating there was possible high voltage circuit damage. Review of the device records indicated the warning was likely false and caused by the external defibrillation. Capacitor maintenance and firmware download were suggested to clear the warning alert. There was no indication of device malfunction and no consequences to the patient.